Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate during the pre-use check. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one sample was returned with original packaging. A visual inspection found it in good condition. During the functional testing, an inflation test was done and it was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.